Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event 4 is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event 5 is detectable and preventable by handling device in accordance with the following IFU. Instruction manual gif-hq290 operation chapter 3 preparation and inspection: 3.3 endoscope inspection: endoscope inspection instruction manual gif-hq290 operation chapter 4 usage: 4.3 usage of treatment devices should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and a burnt distal end cover. There was no patient involvement.